Event description:
Information received with return of the explanted device notes that the patient developed a fever and chills and was found to have blood cultures positive for staph. Aureus. The patient's clinical status was addressed as sinus node patient was not pacemaker dependent and had an escape rate of 45 bpm. "Erosion or infection" was reported as the causefor the procedure.~~~~